Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were getting good relief with the implant, but then it stopped helping them, they have tried all 7 available programs and no setting helped with their leakage and it was giving them periodic shocks, so they just turned the therapy off. This began 3 months ago. They did have some falls and trauma to the area and they think something may have shifted or dislodged. They also noted that the ins will push up toward their back when they sit or lean a certain way - they did not know if this started before or after they fell. They tried to have an MRI and were not even in the MRI for 5 minutes and they started to get numbness in their right leg and tingling in their hip and had to stop the MRI - they were not sure when this happened but it was sometime this past summer. Reviewed with the caller that they have tried everything within their control and the next step will be to see the hcp to check the system. The caller reports that their previous dr moved back to ireland. They have an upcoming appointment with a new hcp and will call us back after establishing with them to get an ID card update.